Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and a sensing anomaly. The device was reprogrammed. The patient was in stable condition and would be monitored.

Manufacturer narrative:
(B)(4).